Event description:
According to the info received, a nurse reported that several pts had been bleeding from the urethral mucosa after inserting the catheters. It appeared that the welding of the catheter tip was not smooth and was causing fissures in the urethra.

Manufacturer narrative:
The product has not been returned. Without the benefit of exam and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed. Follow up #1. One used catheter was returned in its opened pouch printed aa6316 (lot no 12020007). It was confirmed that the distal tip was correctly curved. No indication on the decontamination method was given. At visual examination, it was confirmed that the distal tip was correctly glued. The root cause of the incident could not be linked to a defect in the product. Based upon the above information, this complaint cannot be confirmed as reported.

Event description:
(B)(6). Date of event: best estimate (B)(6) 2013. According to the information received, a nurse reported that several patients had been bleeding from the urethral mucosa after inserting the catheters. It appeared that the welding of the catheter tip was not smooth and was causing fissures in the urethra.